Event description:
It was reported that during a left hip procedure, the cup was implanted and four stabilization screws were inserted. One of the screws broke upon implantation. The screw was in the bone and left in situ with no known impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.